Event description:
It was reported that the patients ipg had to be charged daily. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned due to hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred several months ago.